Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred during the night that lead to "high bg", but did not require medical intervention. The customer reverted to an alternate method of insulin therapy.